Manufacturer narrative:
Conclusion: distal emboli is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.

Event description:
On (B)(6) 2013, the patient was undergoing treatment for cerebral infarction between ba and both sides of the pca. After treatment of the ba, final angiography revealed occlusion in the distal p2 of the left-pca. Due to flow in the left distal pca confirmed on the first angiography, this event was probably attributed to distal migration of the blood clot during the procedure. The patient was confirmed to be making good progress dramatically. The physician attempted reopen by using a catheter and a guidewire; however, they failed. The patient had relatively easier anatomy to access. Physician's comment: distal migration of blood clot might have occurred during the procedure.